Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached in the left sacrospinous ligament and could not be found in or out of the patient. Furthermore, a CT scan and fluoroscopy was performed but it did not reveal the needle to be left inside the patient. The physician implanted another of the same device to complete the procedure without complications.